Manufacturer narrative:
The actual complaint sample was discarded by the customer; therefore, a root cause could not be determined. A review of the device history record was completed on the reported lot number, v2s056. The lot was found to have been manufactured and released to predetermined specifications and no anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Customer reported the nova plus heel warmer burst through the packaging when activated. The liquid gel debris from heel warmer pack splattered on staff member. The debris was wiped off the staff member and the heal warmer was discarded. No injury reported.